Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw3754 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC catheter was implanted in the hospitalized patient, and it was found that the catheter extension tube was broken during the dressing change and flushing today, and the catheter could not be used anymore.